Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a gluc3 value of 30 mmol/l, which repeated as 20 mmol/l. No adverse events were alleged to have occurred with the patient. The gluc3 reagent lot number was 34296901, with an expiration date of 30-sep-2018.

Manufacturer narrative:
The customer provided data for a second sample that had a questionable gluc3 result. This sample is not reportable as a malfunction. The investigation did not identify a product problem. The cause of the event could not be determined.